Manufacturer narrative:
The complaint investigation for false nonreactive alinity s anti-hcv ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, testing of the complaint lot number and returned sample testing. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot number 55140be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably; no false nonreactive result was obtained. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv9058 and bbi phv914). The seroconversion panel results were compared to historical alinity s anti-hcv ii test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lot is not adversely affected. The returned sample (plasma bag; sid (B)(6)) was tested at an external laboratory with the roche elecsys anti-hcv ii assay and a nonreactive result was obtained. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity s anti-hcv ii reagent, lot number 55140be00, was identified.

Event description:
The customer observed false nonreactive alinity s anti-hcv ii results for one donor. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial results, on (B)(6) 2024, were 0.05 and 0.04 s/co. The sample is repeated on (B)(6) 2024, and the result was 0.05 s/co. The sample was also tested on an architect analyzer and the results were 8.26, 8.78, and 8.57 s/co, which is reactive. The plasma sample from the donor is also tested on the architect and is repeat reactive. The nat result was negative. On (B)(6) 2024, the confirmatory test (immunoblot) is positive with core 1, helicase and ns3 bands. The donor was redrawn on (B)(6) 2024, under sample ID (B)(6) , and the results were 0.04 and 0.04 s/co. The sample was tested on an architect analyzer, on (B)(6) 2024, and the result was 5.09 s/co, which is reactive. The sample was also tested with a diasorin assay, and the result was 2.30, which is reactive. The confirmatory test for this sample is positive with core 1, helicase and ns3 bands. There was no impact to donor or patient management reported.

Event description:
The customer observed false nonreactive alinity s anti-hcv ii results for one donor. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial results, on (B)(6) 2024, were 0.05 and 0.04 s/co. The sample is repeated on (B)(6) 2024, and the result was 0.05 s/co. The sample was also tested on an architect analyzer and the results were 8.26, 8.78, and 8.57 s/co, which is reactive. The plasma sample from the donor is also tested on the architect and is repeat reactive. The nat result was negative. On (B)(6) 2024, the confirmatory test (immunoblot) is positive with core 1, helicase and ns3 bands. The donor was redrawn on (B)(6) 2024, under sample ID (B)(6) , and the results were 0.04 and 0.04 s/co. The sample was tested on an architect analyzer, on (B)(6) 2024, and the result was 5.09 s/co, which is reactive. The sample was also tested with a diasorin assay, and the result was 2.30, which is reactive. The confirmatory test for this sample is positive with core 1, helicase and ns3 bands. There was no impact to donor or patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 04w56-56, that has a similar product distributed in the us, list number 04w56-60.

Manufacturer narrative:
Field d10 - concomitant product updated to include additional product.

Event description:
The customer observed false nonreactive alinity s anti-hcv ii results for one donor. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive):sample ID (B)(6) initial results, on (B)(6) 2024, were 0.05 and 0.04 s/co. The sample is repeated on (B)(6) 2024, and the result was 0.05 s/co. The sample was also tested on an architect analyzer and the results were 8.26, 8.78, and 8.57 s/co, which is reactive. The plasma sample from the donor is also tested on the architect and is repeat reactive. The nat result was negative. On (B)(6) 2024, the confirmatory test (immunoblot) is positive with core 1, helicase and ns3 bands. The donor was redrawn on (B)(6) 2024, under sample ID (B)(6), and the results were 0.04 and 0.04 s/co. The sample was tested on an architect analyzer, on (B)(6) 2024, and the result was 5.09 s/co, which is reactive. The sample was also tested with a diasorin assay, and the result was 2.30, which is reactive. The confirmatory test for this sample is positive with core 1, helicase and ns3 bands. There was no impact to donor or patient management reported.